Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was due to a broken white wire on the cells. The white wire is the one that connects the battery cells to the battery connector to charge the cells. The root cause of the broken wire is not known, but was probably an assembly error. The white wire was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this wire. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
A male pt contacted lifecor customer support to report that one battery pack would not fully charge. He stated that when it was placed in the charger, the solid orange charging light would illuminate. He stated that the green light would never come on. He stated that it has only three bars when placed in the monitor. Support sent the pt a replacement battery pack.